Event description:
A report was received stating that during use of the device, the extension set tubing was observed to be leaking from the filter, causing fluids to leak onto the floor and blood to back up into the tubing. The extension set was disconnected and replaced. There were no further adverse effects to the pt.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device comes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.